Manufacturer narrative:
A ge service representative advised the customer that if further lock up issues occurred to place another service call. The system is operating as intended.

Event description:
The customer reported that the system locked up during a case. No patient injury was reported.